Manufacturer narrative:
Device evaluation summary; from the examination of the returned device and clinical information provided, the exact cause of the taa rupture could not be determined. The vamc3430c150tj stent graft, assumed to have been the distally implanted device, was returned distally transected between stent rings #6 & 7. The distal section of this device was not returned, and the vamf3030c200tj (assumed proximally implanted device) was also not returned; thereby, limiting the extent of the explant analysis. Approximately 6 cm from the proximal end of the device, between stent ring # 3 & 4 near the location of the overlap figure ¿8¿ marker, a 3.5 mm length fabric tear was observed. It is possible that this hole was the same stent graft perforation reported during the surgical conversion. The exact cause of the tear, which appeared most likely crease fatigue and abrasion related, could not be determined. Films were not provided, and the in-vivo configuration of the devices including the amount of component overlap and stent graft angulation could not be confirmed. From the location of the hole reported during the surgical conversion, this tear may have been at the junction where this distal stent graft overlapped with the distal edge of the proximal stent graft. Therefore, overlapping stent graft wear possibly exacerbated by stent graft angulation, may have contributed to the hole. Although no type iii fabric endoleak was reported during follow-up CT¿s, and the hole may have been partially (or fully) ¿covered¿ by the overlapping device, it is possible that this fabric tear may have contributed to the ruptured taa. In addition, multiple cut and abraded sutures were seen at several stent ring locations along the mid-length of the device at stent rings #3 ¿ 6. The exact cause of the suture breaks could not be determined but appeared most likely to have been abrasion related caused by external abrasion from the overlapping proximal stent graft. Abrasion from the stents rubbing against the sutures or abrasion from aortic calcification may have also contributed to the suture cuts. However, there did not appear any loss in function of the device as a result of the suture breaks since the stents rings appeared adequately attached to the graft material with minimal observed stent lifting. Therefore, it is unlikely that the suture breaks may have also contributed to the rupture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant devices are: vamc3430c150tj; s/n: unknown; use by date: unknown; upn # unknown. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant thoracic stent graft system was implanted in a patient for the endovascular treatment of an approx 5cm thoracic aortic aneurysm. It was reported that the patient visited the outpatient department of a hospital where an aneurysm growth to 5.5/6cm was observed. A CT showed pleural effusion. Inside the aneurysm was faintly dyed with the contrast. The patient developed an acute pain and a drop in blood pressure to 60mmhg occurred. An emergency procedure was require and open conversion was carried out. When the chest was open, a slight amount of bloody fluid was observed on the external side of the aorta and fresh dark-red thrombus was also detected. During explantation it seemed a significant perforation existed at the junction where the posterior wall of the distal stent graft overlapped with the distal edge of the proximal stent graft. No additional clinical sequelae were reported and the patient is fine.